Event description:
It was reported from germany that during service and evaluation, it was determined that the battery handpiece device housing was cracked/damaged and had a gap, failed leak tightness test, the etching was illegible, the moving parts did not move smoothly, the trigger was sticky and would not run. The device also failed pretests for marking & labeling, leakage test using bubble emission technique, check for mechanical free moving, check for sticky triggers, check roundness of housing, check fitting of the lid, check for wear on housing and check function of device. It was noted in the service order that the device would not work in reverse mode. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. : the actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device housing was cracked/damaged and had a gap, failed leak tightness test, the etching was illegible, the moving parts did not move smoothly, the trigger was sticky and would not run. The device also failed pretests for marking & labeling, leakage test using bubble emission technique, check for mechanical free moving, check for sticky triggers, check roundness of housing, check fitting of the lid, check for wear on housing and check function of device. The assignable root cause was determined to be due to user error. UDI: (B)(4).